Event description:
It was reported that the signal artifact monitor (sam) feature of this cardiac resynchronization therapy defibrillator (crt-d) became disabled due to oversensing of noise which occurred during an ablation procedure. Technical services (ts) assisted health care professional (hcp) in how to turn the feature back on. No adverse patient effects were reported. Currently, this crt-d remains in service.